Event description:
It was reported that on unknown date, evaluation at service and repair, the 10nm torq limiting ratchet handl-6mm hxc failed in calibration. There was no patient involvement. No more information is available at this time. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part #: 03.620.061, synthes lot #: h236300-10, supplier lot #: h236300-10 release to warehouse date: february 7, 2017, supplier: (B)(4). No ncrs were generated, during production. Review of the device history record(s) showed, that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The customer reported, failed in calibration. The repair technician reported, torque tested low. Torque test low is the reason for repair. The item is not repairable, per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.